Event description:
Rph (B)(6). At (B)(6) reports that the pt came into the emergency department with a pump error that occurred over 1 hour ago and the pt doesn't have their backup pump. Rph (B)(6) advised that the pt will be admitted to the hospital. Rph (B)(6) provided pump error number 4221 but the description of the error was not found in the cadd solis manual. Rph (B)(6) also provided (B)(6) as the pump serial number but this number is the scan code on the cadd solis pump and not the true pump serial number. The pharmacy will notify the md office. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking info is not available. Photographs were not provided. Current veletri dose: 30ng/kg/min. Did the reported product fault occur while in use with a pt? - yes. Did the product issue cause or contribute to pt or clinical injury? - no. Side effects reported but emergency department visit required for therapy restart is the actual product available for investigation? - yes, upon return did pharmacy replace product? - yes. Did the pt have a backup product they were able to switch to? - no. Was the pt able to successfully continue their therapy? - no. If no, what was the pt instructed to do in order to continue their therapy? - pt is at the emergency department and hospital will provide a pump and veletri is the therapy life-sustaining? - yes. What is the outcome of the event? - ongoing.